Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was due to creased traces. The root cause for the creased response button could not be positively identified. Additionally, upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to communicate with an electrode belt. As received,the belt receptacle was partially unplugged from the j1001 connector on the computer / analog (ca) board. The root cause of the damaged receptacle is excessive force placed at the receptacle.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.